Manufacturer narrative:
Investigation of the device found the guide jacket and sprocket stuck in the ratchet head. Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803.

Event description:
It was reported that a torque wrench failed and a dental implant surgery was aborted. There is no information available regarding the patient.